Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/30/2016 to report that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on the dexcom g4 system and t:slim g4 system. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The dexcom g4 platinum system mentioned is being reported under MFR number 3004753838-2016-22689.